Event description:
Pt had anterior scoliosis procedure t10 / l3 using isola ? Ss (open screws). Three or four days later, on x-ray it was found that the bottom open cap had come off causing the rod to disengage from the screw. A revision was performed and the cap was replaced. As surgical intervention occurred an MDR is being filed.

Manufacturer narrative:
A dimensional inspection was performed and the device did conform to spec. A functional test found that the setscrew will tighten down without issue. No connection could be made between the reported event and any shortcomings of the device. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.